Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h4, h6 and h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause reported malfunction nonfunctional panel switch and non-adjustable water flow was a defected button and also a component failure like degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the panel switch of the flushing pump was not working properly, causing the inability to adjust water pressure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.